Event description:
Pt was revised to address suspected infection. Cultures revealed no infection; however, surgeon noted a black substance at the stem/femoral component junction. He felt that this was a reaction of metal corrosion at the stem/femoral component junction. He also felt that this may have caused a soft tissue reaction, causing the pt pain, swelling, and effusion. Surgeon is wanting a chemical composition analysis of the black debris.

Manufacturer narrative:
Examination of the submitted device confirmed the reported black substance. No manufacturing deviations or anomalies were found from reviewing the device history records for the distal femoral replacement component. The material used to fabricate the femoral component met material specifications. The investigation is unable to conclusively determine the cause of the black substance as many factors could contribute. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.